Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments analyzed.

Event description:
It was reported the left ventricular lead was explanted and replaced due to high impedance (> 2500 ohms) and no capture. No patient complications have been reported as a result of this event.